Event description:
It was reported device data was transmitted and the information received on the remote transmission was reviewed by qualified personnel. It was determined the right ventricular capture management had increased. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: addr01 implantable pacing lead, (B)(6) 2011. (B)(4).